Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy. The patient then underwent a trial for a new lead on (B)(6) 2020. As a result, the patient underwent surgical intervention during which the original lead was explanted and replaced. Effective therapy was established post-operatively.